Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that the second set of brain leads were implanted as per physician recommendation for clinical efficacy. They are sure the leads were not implanted after they had expired. They have no further information to provide.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who reported since 2019 the patient showed signs of infection near the implantable neurostimulator (ins) site (the strain was unknown even after being tested for several). The hcp implanted the device in (B)(6) 2019, but the ins became infected. The patient tried IV drug pumps for the infections for about a year, but in (B)(6) of 2020 the ins was removed. The hcp thought all pieces were removed, but in (B)(6) of 2020 the patient started noticing some spots on their scalp. The hcp prescribed using soap and ointment, then thought it could be another infection since the patient was prone and recommended washing the entire head, but finally a week ago the patient was combing their har and pulled out 6 inch plastic tubing from the lead which was left inside the patient and it had worked its¿ way through their skin. The patient had a ¿rough year¿ and thought the abandoned par ts in the body played a role in this. The consumer and patient hoped to continue ins therapy as soon as the hcp said it was okay because it helped for so many years. Unrelated infection in 2019 captured in (B)(4).

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 3708695, serial/lot#: (B)(4), ubd: 01-may-2021, UDI#: (B)(4); product ID: 3708695, serial/lot#: (B)(4), ubd: 10-jun-2020, UDI#: (B)(4); product ID: 7482a51, serial/lot#: (B)(4), ubd: 17-sep-2012, UDI#: (B)(4); product ID: 7482a51, serial/lot#: (B)(4), ubd: 17-sep-2012, UDI#: (B)(4); product ID: 3387s-40, serial/lot#: (B)(4), ubd: 01-may-2011, UDI#: (B)(4); product ID: 3387s-40, serial/lot#: (B)(4), ubd: 01-may-2011, UDI#: (B)(4); product ID: 3387s-40, serial/lot#: (B)(4), ubd: 01-may-2011, UDI#: (B)(4); product ID: 3387s-40, serial/lot#: (B)(4), ubd: 01-may-2011, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient was brought following a low grade infection for "some time." The patient was on antibiotics for over a year. The surgeon recommended explant but the patient requested to continue on antibiotics. At the last clinic visit, the patient acquiesced to explant with future implant. There were no environmental/external/patient factors that may have led or contributed to the issue. The issue has been resolved. All explanted equipment has been sent to the hospital lab per protocol. Complete explant of bilateral systems secondary to infection; the patient had 4 brain leads (2 gpi and 2 stn), 4 extensions, and 2 inss that were explanted today. Plans to re-implant in 3 months.